Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having a leadless implantable pulse generator (ipg) implanted for intermittent heart block. During placement of the leadless ipg the patient went from a regular sinus rhythm into complete heart block. The leadless ipg was immediately reprogrammed to compensate and then placed successfully. No further patient complications have been reported as a result of this event.